Event description:
Rtpr has purchased some syringes from kroger: the price was right. They bought 3 boxes, 100 syringes in each box. They used one and half, and then figured that something was wrong. Rptr takes 130 units of insulin, in the am and 130 in pm. Rptr is on lilly plan, where they get 6 vials of insulin for 26 days. Prior to dillon's, rptr was running out of insulin in about 23.4 days. Rptr would have to buy another bottle to carry them through. With the dillon syringes rptr always had a full bottle left over when rptr would order six (6) bottles. Rptr filled a kroger (dillon) syringe with water, and injected it into a used b&d syringe. And it only filled up to the 89 markings on the b&d syringe. A loss of 11%, if rptr's test was correct. Rptr still has a box and half of sterile syringes from dillon's. Rptr's "hc10" last quarter was 7.3, and their md was so elated that rptr just might hit 7.0 this time. It was done last week and it was 8.1; way too high, but this was 3 months being short changed in insulin, for 4 months.